Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 27mm 11400m mitris resilia mitral valve was explanted after an implant duration of three (3) months due to unknown reasons. The explanted device was replaced with another 27mm 11400m mitris resilia valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the implant patient registry that a 27mm 11400m mitris resilia mitral valve was explanted after an implant duration of three (3) months due to endocarditis. The patient was admitted with heart failure and nausea. The explanted device was replaced with another 27mm 11400m mitris resilia valve. Per medical records, tee confirmed significant vegetations. Intraoperatively, it was found that the mitral valve was covered with active endocarditis and biofilm. The bioprosthetic 27mm 11400m valve was explanted. The entire posterior annulus had a large furrow from prior sewing ring and peri annular abscess which was debrided and closed with sutures. The 27mm 11400m valve was seated without difficulty with no pvl. The patient was noted to be in stable condition post procedure. The patient was transported to the cardiac post anesthesia care unit in satisfactory condition. The patient was discharged on pod #40.